Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a valve was implanted in 2013. The patient presented with decreased alertness and required an emergency surgery. Puncturing the pump chamber showed a temporary improvement before the patient's condition deteriorated again. The valve had to be explanted and replaced on (B)(6) 2026. During the surgery "no cerebrospinal fluid flowed after discontinuation behind the pump chamber; upon subsequent discontinuation behind the chamber, cerebrospinal fluid shot out intraventricularly." The patient recovered.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d1, d2a, d4. The certas valve was returned for evaluation: failure analysis - the valve was visually inspected; the needle guard was raised and cut mark was noted in the needle chamber. The valve passed the test for reflux. The valve failed the tests for programming, occlusion, leak (due to a cut mark in the needle chamber), and pressure. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris were found on the ruby ball, on the seat of the ruby ball and motor. The needle guard was dismantled; the needle guard was bent, and glue traces were found on the silicone base and the needle guard. Root cause - the root cause for the issue reported by the customer is due to biological debris found on the ruby ball and on the cam / ball arm assembly as well as the rc, the debris was stopping the ruby ball from being seated correctly and as noted in the IFU : IFU "complications of implanted shunt systems include mechanical failure, shunt pathway obstruction, infection, foreign body (allergic) reaction to implants, and csf leakage along the implanted shunt pathway. The possible root cause for the cut mark noted during the investigation , could be due to improper handling of the device in view of the cut marks on the needle chamber. The root cause for the raised and bent needle guard, could be due to improper handling, as noted in the IFU. Do not fold or bent the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway.